Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed power loss. Customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned the insulin pump had a black screen. Troubleshooting was not completed as they have done it previously. Customer has stopped using the device. The customer was advised to revert to a back-up plan per health care provider's instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed power loss. Customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned the insulin pump had a black screen. Troubleshooting was not completed as they have done it previously. Customer has stopped using the device. The customer was advised to revert to a back-up plan per health care provider's instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm or blank display anomalies noted during testing. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratches on case and minor scratches on lcd window.